Event description:
Boston scientific received info that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a loss of consciousness and received two shocks for ventricular fibrillation (vf) that successfully converted the arrhythmia. A review of the episodes revealed that in the first episode, there was undersensing of the vf that resulted in an extended time to therapy of 35.4 seconds. The patient's medications were changed as a result. The patient did experience another vf and a shock was delivered within 30 seconds. No add'l adverse patient effects were reported. The device remains implanted and in service. The electrograms of the episode were submitted to boston scientific's engineering department for further eval. An engineer reviewed the data and discussed that there were sections where the vf was below the sensing floor, which may have delayed the start of the device charging. However, it was also noted that during charging, some double detection algorithm discarded beats were also seen. The combination of the rate falling below the sensing floor and the discarded beats due to the algorithm, caused the rate to perturb which might have caused the delay to delivery therapy.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.